Manufacturer narrative:
Lot review: a review of lot# 3317240 showed that (B)(4) units were manufactured, tested, inspected and released in (B)(6) 2016 citing no exception documents.

Event description:
Complaint received regarding one ch3444, 14" pur add-on set w/non-vented spike, spiros®, vented cap; lot# 3317240 (mfd. 09/2016). Report states: spiros connector detached itself from the tubing when nursing staff was in the process of hooking up the chemotherapy drug, resulting in an estimated spillage of 3ml of IV paclitaxel, causing cytotoxic exposure to staff and patient. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3317240 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents. Visual inspection: received one used ch3444, 14" pur add-on set w/non-vented spike, spiros®, vented cap; reported lot# 3317240. No mating devices were returned. The spiros was confirmed to be disconnected at the bonded site between the male luer and the spiros. There was no evidence of solvent applied at the bond interface. Final investigation summary: the complaint of the spinning spiros female luer being separated at the bond to the male luer of the ch3444 add-on set was confirmed. There was no evidence of solvent at the bond interface. The manufacturing site has been notified of the issue and conducted employee training. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one ch3444, 14" pur add-on set w/non-vented spike, spiros®, vented cap; lot# 3317240 (mfd. 09/16). Report states: spiros connector detached itself from the tubing when nursing staff was in the process of hooking up the chemotherapy drug, resulting in an estimated spillage of 3ml of IV paclitaxel, causing cytotoxic exposure to staff and patient. No adverse patient/clinician consequences reported.